Manufacturer narrative:
The reported event that during a surgery, a foreign material (hair) was found between the transparent shrink wrap and the outer carton box, of a «cannulated screw asnis iii ø4.0x42mm tl14mm» could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. A visual inspection revealed that the device was intact inside the closed sterile packaging, but a foreign material (piece of hair) was indeed visible between the transparent shrink wrap and the outer carton box. The carton box is also a bit damaged in one of the sides. Due to this deviation, an nc was opened. Based on the investigation, the root cause was attributed to a manufacturing related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling and the material were not considered necessary. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. In terms of goodwill, the customer will be provided with a credit note.

Event description:
There is foreign material like a hair between shrink wrap and outer box.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
There is foreign material like a hair between shrink wrap and outer box.